Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. During the procedure, infection was noted. All components were removed and replaced with cement spacer molds.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 8 states,¿dislocation and subluxation due to inadequate fixation and improper positioning. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2015-00264 and 00392, 00394 / 00396).

Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2015 due to dislocation. During the procedure, infection was noted. All components were removed and replaced with cement spacer molds. Additional information received revealed the initial shoulder arthroplasty was performed on (B)(6) 2014. Additional information received on product identification.